Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. A verification of failure mode reported in the current manufacturing process was conducted as follows: 8 devices were taken from the current production, the samples were functionally inspected, and during the test the issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the clinician found the heater off. A patient was started on high-flow nasal cannula (hfnc) and when checked later, the heater shut down and no alarm. The heater was sent to bio med where it was set up and ran for awhile and again shut down (off). No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4).the sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water , an adult breathing circuit (880-36kit), 2-3 lpm of air pressure, and a 382-10 concha smart water column was connected to the unit for a real time operational scenario. However when the power button was pressed , the device did not turn on. The on-board power supply pcba was by-passed with a known good power supply pcba and the bench test was attempted again. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without any interruption or functional anomalies for approximately 1 hour. The power supply pcba is defective. The reported complaint of "heater shut off during use" is confirmed. The sample was returned with a defective power supply pcba. A device history record review was performed with no evidence to suggest a manufacturing related issue. Each concha neptune device is inspected 100% during manufacturing assembly, it is unlikely that this defect was present at the time of release. The sample was manufactured in 2008. According to r & d, the device was designed for a minimum of 5 years. Based on the information available, it appears that unintentional user error - normal wear caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Customer reported the clinician found the heater off. A patient was started on high-flow nasal cannula (hfnc) and when checked later, the heater shut down and no alarm. The heater was sent to bio med where it was set up and ran for awhile and again shut down (off). No patient harm was reported. The patient's condition was reported as fine.